Event description:
In 2003, the pt reportedly experienced link problems while using the sound processor. This was resolved exchanging external equipment. The pt reportedly was unable to obtain link when using the sound processor. One day later, the pt was seen at the center for device eval. Testing conducted confirmed that the device was no longer functioning.